Event description:
Initial info received from a physician on 03-sep-2010: physician reported a pt developed nodules/papules that had to be surgically removed after treatment with poly-l-lactic acid (sculptra aesthetic, lot # and exp date unk). No concomitant medications or medical history reported. No further info reported.